Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unreported cause. The cause of, the treatment for, and whether the patient recovered from the peritonitis event prior to death was not reported. On an unreported date, the patient was hospitalized for the peritonitis. Subsequently, the patient passed away. The cause of death was unknown. No further information was provided regarding if pd therapy was ongoing until the time of death or whether an autopsy was performed. No additional information is available.